Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the left atrial pressure was 12mmhg. The amulet was successfully implanted after multiple manipulations. One day before the 45 day follow up, patient presented in the emergency room (ER) with chest pain and a pericardial effusion (pe) and was noted cardiac tamponade were noted. A pericardiocentesis was performed. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the left atrial pressure was 12mmhg. The 22mm amulet was tried to implant after two partial recaptures, but it was not implanted. There was no allegation of malfunction against the 22mm amulet. A new 25mm amplatzer amulet left atrial appendage occluder was chosen and successfully implanted after multiple manipulations with the same delivery system. After the procedure, protamine was administrated. One day before the 45 day follow up, patient presented in the emergency room (ER) with chest pain and a circumferential pericardial effusion (pe) and was noted cardiac tamponade were noted. A pericardiocentesis was performed. The physician mentioned the amulet caused pericardial effusion. The patient was reported stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no other complaints reported from this lot. The provided imaging was reviewed by an abbott clinical engineering manager. Based on the information received, the cause of the reported implant related to tissue damage, pericardial effusion and cardiac tamponade could not be determined. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.